Event description:
Rt responded to a call for an emergency to a pt's room. Upon entering, the rt stated hearing a "whooshing" sound from the ventilator system. The rt immediately removed the pt from the system and manually ventilated. The pt was later moved to the ICU and was said to have expired. The reporter stated the rt returned to the room to trouble shoot the circuit but it was gone. The event reporter indicated they did not attribute the pt's death to the circuit. There was no internal report nor medwatch generated from this facility. The reporter indicated that during a routine circuit change one of her staff found an exhalation valve " apart" and immediately changed to another circuit without incident. For this reason she felt she should report the above event to the MFR.